Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The power supply connection was fixed, and the x-ray controller battery was replaced. The system was tested and is operating as intended.

Event description:
The customer reported that there was no image on the 8800 system. No pt injury was reported.